Manufacturer narrative:
Continuation of d10: product ID hh90t01 lot# serial# (B)(6): product type mobile platform product ID a820 lot# serial# unknown: product type software product ID tm90t0 lot# serial# (B)(6): product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported seeing system error - 0x19b459vf on their handset. The patient restarted the app and was able to successfully connect to the pump and request/receive a bolus. The patient stated that it takes several minutes (5-6 minutes) to get connected and deliver a bolus. The patient also stated that the communicator didn't seem to stay charged very long and they were charging it multiple times per day. Per the patient, they get 8 boluses per day. ¿data service storage¿ was noted to be ¿4.24mb.¿ the agent reviewed telemetry considerations and recommended the patient monitor the issue and call back if it persisted or became more frequent. Additional information was received from the patient who called back and repeated that he was having issues with getting a bolus. The patient stated he was in pain, and he can't get a bolus. The patient was getting no device found or an error message. The patient got system error 0x399d4b9b on the call. The patient tried again and was able to finally get a bolus and the patient stated it always takes 4 to 5 minutes and stalls out at 90%. The patient verified their healthcare provider just changed his settings, and he now gets 6 boluses per day and his healthcare provider would increase his meds at his next appt. The patient was just disgusted with the device and his situation. An email was sent to the repair department for a handset due to the issues patient is having with system error messages. The patient was having multiple problems when trying to connect to get a bolus. The patient had called in and reported multiple system error messages system error - 0x19b459vf and today. No patient harm reported.